Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened all buttons dome switch. The insulin pump had minor scratches on lcd window, cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer called reporting the b button on his insulin pump is not working. Customer's blood glucose is 343 mg/dl. Customer was advised to call his doctor for a back up plan. The keypad is unresponsive. Customer was sweating, and he stated this issue has happened before. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.